Manufacturer narrative:
The event date and aware date reported on the initial MDR should have been (B)(6) 2015.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 11/03/2015, a site biomed representative called to report a significant burning smell coming from the site's imaging system. On 11/04/2015, a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Replaced battery charger board1 and battery (charger board2), (B)(4). Tested o-arm operations and stability. Return requested. Replacement battery charger 2 shipped to site. Medtronic investigation of returned suspect battery charger 2 confirmed reported problem "burn smell from o-arm". Applying power to pcb on functional bench tester, pcb began to smoke. Power was removed immediately. A visual of channel b shows damage to channel b area. Electrical failure - component failure on channel b. Return requested for battery charger 1, returned on 11/17/2015 and battery charger 2, returned on 11/03/2015. Replacement devices shipped to site. Medtronic investigation of both returned suspect devices determined no fault found on both devices. On 11/04/2015, a medtronic representative, following-up at the site, confirmed that replacing the battery charger board 1 and 2 resolved this issue. System was functioning as expected no further issues have been reported.

Event description:
A medtronic representative reported that during a planned maintenance (pm), it was discovered the imaging system battery charger board 1 had some warping and needed to be replaced. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.